Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn programmed the device to infuse a secondary infusion of daptomycin with the secondary tubing set hung higher than the primary set. As the rn was performing education and further care of the patient, the rn noted that the daptomycin drip chamber demonstrated the first few drips occurring confirming that the secondary infusion was infusing. As the nurse continued care on the patient, the rn noticed that the secondary infusion was dripping too fast and the infusion bag quickly emptied. It was then noted that the primary infusion bag of normal saline became yellow in color (color of the daptomycin) and overfilled. The customer reported that the patient was not adversely affected by the event.

Manufacturer narrative:
Concomitant from fi: one curos alcohol disinfectant cap connected to the distal smartsite port near the male luer. The customer¿s report of secondary back flowed into primary was confirmed. Visual inspection showed no anomalies. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. During functional testing fluid and air bubbles were immediately noticed going into the primary bag on the used sample received. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the customer's report could not be confirmed.

Event description:
It was reported that the rn programmed the device to infuse a secondary infusion of daptomycin with the secondary tubing set hung higher than the primary set. As the rn was performing education and further care of the patient, the rn noted that the daptomycin drip chamber demonstrated the first few drips occurring confirming that the secondary infusion was infusing. As the nurse continued care on the patient, the rn noticed that the secondary infusion was dripping too fast and the infusion bag quickly emptied. It was then noted that the primary infusion bag of normal saline became yellow in color (color of the daptomycin) and overfilled. The customer reported that the patient was not adversely affected by the event.